Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced due to capture anomaly on (B)(6) 2018. Additional information was requested but has not been received. No further information is available at this moment.

Event description:
New information received states that the rv lead was capped and replaced due to high capture threshold. The patient was stable before, during and after procedure.